Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no excessive no delivery alarms on the device. The insulin pump functioned properly, there were no scratches on the lcd window, cracked reservoir tube and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, cosmetic damage and no delivery alarm on the insulin pump. Customer's blood glucose level went as high as 459 mg/dl and as low as 60 mg/dl. Customer treated their low blood glucose with a soda and lunch. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had cracks on the reservoir window extending to the esc button. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.